Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are planning to get the implant taken out. After 6 months of having the device it hasn't helped their bladder symptoms. At this point they don't even know if it's dead or not. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient services was focusing on reason for call. Patient mentioned this as a side comment to not being eligible for MRI of leg, hip and back. The patient reports the reason for this MRI was due to a pinched nerve and is having pain because of this. The patient was redirected to their healthcare provider to further address the issue and discuss options of possible device explant.